Event description:
It was reported that the absolute pro vascular stent delivery system was removed from the hoop without difficulty. The stylet was removed without difficulty. It was noted that the stent was exposed. The device was not used and there was no patient involvement. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that during unpackaging and/or during preparation for use inadvertent mishandling resulted in the reported premature activation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.